Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device started to degrade in 2015. There was no accident or trauma reported by parents. The recipient was reprogrammed but this did not result in an improvement. The patient was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device started to degrade in 2015. There was no accident or trauma reported by parents. The recipient's device was reprogrammed but this did not result in an improvement in hearing. The recipient was re-implanted.